Event description:
It was intended to use an endeavor sprint rx drug eluting stent to treat a tortuous lesion in the rca. Angiograph results showed a deformity in the rca. The device was inspected prior to use with no issues noted and the lesion was pre-dilated. It was reported that the endeavor sprint device could not cross the lesion, and the physician then terminated the procedure. No patient complications or clinical sequelae reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. The stent was positioned correctly on the balloon between the markerbands. The 8th proximal segment had evidence of deformed struts.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient's condition affected effectiveness of device (lesion morphology - tortuous lesion, rca deformity). Deformation problem (stent). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - tortuous lesion, rca deformity). Inherent risk of procedure (stent deformation). (B)(4).